Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device had "insufficient force." Philips is considering this to be an allegation of an inability to charge or shock with enough energy/joules. There was no report of patient involvement.